Event description:
False positive troponin I (tni) results of 0.07 ng/ml on 2nd of 4 sequential draws for one pt. Pt presented in ed with chest pain. Pt was admitted for further tests, but no abnormal findings were reported. No invasive procedures were performed.

Manufacturer narrative:
Product support (ps) tested returned specimen on retained devices. Ps did not observe high outliers during calibrator & whole blood testing. Ps did not confirm the client's observations with in-house testing. Lot review indicated rare occurrence of non-zero result with zero calibrator. Deficiency not directly established as manufacturing device calibration assessment was affirmed as meeting current release specification. Release criteria pending review.